Event description:
It was reported that during a left shoulder arthroscopy, the pump began to alarm and was not sensing the pressure. An extravasation of the shoulder occurred. The doctor stopped using the pump and went to gravity flow. The surgery was completed by gravity flow.